Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. (B)(4) (failure to maintain). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-02242 for a description of the other device. It was reported to boston scientific corporation that two speedband superview super 7 devices were used during an esophageal banding procedure. According to the complainant, during the procedure, the bands did not stay on the mucosa and popped off after placement. The nurse believes that the reason the bands popped off is that they did not did not suck enough tissue, or there was scar tissue from previous bandings. No patient complications were reported as a result of this event. At the conclusion of the procedure, there were no reported issues regarding the patient's condition.